Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a couple months after initial implant the patient experienced an increase in seizures which required a change in settings.

Event description:
Increase deemed to be due to pt being activated on the day of the increased seizures, insinuating that the patient was not receiving simulation at the time of the event. The increase in seizures was noted to be at their pre-vns baseline levels; so it is confirmed that the vns did not exacerbate the patient's seizure frequency. No other relevant information has been received to date.

Event description:
It was reported that the patient's generator was replaced prophylactically. The device has not been returned to date. No other relevant information has been received to date.

Event description:
It was reported that the device was discarded by the explanting facility. No other relevant information has been received to date.